Manufacturer narrative:
Service was not requested for this event. An on-site evaluation of the analyzer was not performed by bec.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneously high result for vancomycin for one (1) patient sample assayed on a unicel dxc 600 synchron chemistry analyzer. The patient result was not reported out of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control (qc) results were recovering within established ranges both prior to and after this event. The patient sample was drawn from a peak-timed collection. The customer made two dilutions of the patient sample with saline and assayed them for vancomycin. Lower results were obtained. The customer reported sending the neat patient sample to a reference lab for vancomycin analysis. The result obtained correlated with the lower results obtained from the analyses performed on the dilution samples. The customer reported receiving a sample from the same patient which was collected earlier in time before the peak-timed collection. This sample from a trough-timed collection yielded a vancomycin result higher than the result obtained from diluting that sample with saline. The root cause has not been determined for this event.